Event description:
A hospital in another country reported to our distributor that the connector on the 1/8" pressure measuring tube of the rt106 breathing circuit did not fit properly to the y-piece port. The hospital stated that this was because the diameter of the connector was too large.

Manufacturer narrative:
This is a malfunction that has been reported to fisher &paykel healthcare by a distributor in another country. The product is not sold in USA but it is similar to a product which is sold in the USA. Method- an assessment was done based on the event description and further questions asked of the distributor. Results- the event description indicated there was a problem with the fit between the pressure line and the pressure port on the y-piece. There are two possible scenarios: one is that the pressure line connector was out of specification, and the other is that the y-piece pressure port was out of specification. Conclusions- this is an unusual event. No conclusion can be drawn at this time. The complaint device has been discarded.